Event description:
We are experiencing a heightened number of broviac and PICC catheters clotting. About a 300% increase of these sort of incidents. Almost all the incidents occurred in nicu, but I am finding out that there were others outside of nicu. All the components involved are also used outside of nicu, which is very puzzling. We have looked at: the possibility of component sources changing, heparin related factors, flow rates, what was being delivered and we have yet to identify the source of these clots. Not all our incidents involved clotting, but they were moving in that direction. Blood was observed migrating back into the line. An early sign that there is no or limited flow through the catheter.